Event description:
Customer alleges that the hydraulic fluid is leaking more then the owner's manual says is normal. No report of injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model gh350, serial number/date (B)(4) is approximately 3 months old. The owner's manual part number 1148115, rev.b(jun-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter of the event was contacted for additional information. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.